Event description:
Additional information indicates surgical intervention was not performed on this device.

Manufacturer narrative:
Correction: this device is no longer reportable as surgical intervention was not performed on this device.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18982. It was reported that the patient experienced ineffective therapy following a fall that resulted in lead migration. As a result, surgical intervention may be undertaken in the future.